Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 06apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2018-00212 for the first patient. It was reported that the flex connector is disconnecting on its own resulting in an open circuit requiring re-connection of the flex connector. No adverse event occurred to the patient or to the healthcare provided in either of these instances. Additional information was received 20-mar-2018 that states the facility began noticing incidents with flex adaptor disconnecting from the dse during use. No injury reported no additional information was provided.